Manufacturer narrative:
Field service inspected the stellaris unit on site. Tested operation in all surgical modes. All readings are certified to be within manufactures specifications.

Event description:
The user facility reported the stellaris unit was involved in a corneal burn. Additional information: customer reported patient had an extremely hard cataract. The doctor chose to make a scleral incision instead of cornea entry for this patient. No additional suture was required. The doctor text to staff "cornea cloudy'' he has "good attitude". We have requested post-op information: the doctor reported the patient is seeing 20/60 on third visit, and had surgery to the second eye with no complications.